Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204, damaged receptacle) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and wires. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged receptacle

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the belt receptacle on the monitor was damaged.